Event description:
It was reported that the customer was unable to turn and lock the luer connector into the cartridge and noted that the cartridge appeared to be sticking out slightly from the pump. No visible issues with the cartridge were identified. After confirming that the pump was fully rewound, the customer was instructed to start a new cartridge, and she was then able to insert and lock the luer connector without difficulty. Replacement cartridges and luer connectors were arranged. The customer later reported receiving an ¿insulin cartridge empty¿ alert after a supply change. She was guided through the process to confirm that insulin was present in the cartridge. It appeared that the previous supply-change process had not been fully completed, as the piston had not rewound. The customer was frustrated and likely missed a step. Blood glucose levels were not affected during these events. Follow-up confirmed that the customer was using an ilet cartridge rather than a prefilled fiasp cartridge. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.